Event description:
Per the clinic, the patient experienced skin flap necrosis resulting in exposure of the receiver/stimulator unit. The implanted device remains.

Manufacturer narrative:
This report is filed may 4, 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2014. This report is filed january 12, 2015. Device currently unavailable for analysis.